Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, lot#: hg46w3a13, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 31-mar-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal at a dose rate of 304 mcg via an implantable infusion pump for cerebral palsy. Concomitant medication was unknown. Past medical history or history of side effects was noted as having been none. It was reported that an abnormal variability rate of 49% occurred. During a pump refill on (B)(6) 2022, the remaining amount on the programmer (expected reservoir volume) was 4.2 ml, and the actual remaining reservoir volume was 11.0 ml. However, it was observed that there was no worsening of spasticity. The next refill interval was to be shortened to check the variability rate again, and at that time also perform a rotor test to confirm the presence or absence of a defect on the device. It was further reported that previously on (B)(6) 2021, a catheter replacement was performed at the facility where the pump was implanted; however, no worsening of spasticity was observed in the patient compared to that time, so it is unknown what the cause was. Refer also to MFR report # 3004209178-2021-09441 regarding prior event / catheter replacement on (B)(6) 2021. It was indicated that a pump operability test was performed, but no pump rotor test or catheter x-ray study were performed. Causal relationship of the event to the drug, programmer, or procedure, was unrelated. It was further indicated that the causal relationship of the event to the pump or catheter were unknown. The patient¿s age and weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical product: product ID 8781 lot# hg46w3a13 implanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a distributor. During the refill on 2022-jun-12, the programmer showed 8.4 ml remaining (expected reservoir volume), the actual remaining amount was 12.5 ml. The variability rate was 42.7%, indicating an abnormal variability rate similar to the previous time. At the same time, a pump roller test was performed and pump operability was normal, but suctioning of the drug solution inside the catheter from the cap was not possible. No catheter x-ray was performed. Since the catheter was already replaced in 2021 at the hospital where the pump was implanted, the patient's family has become distrustful of the treatment. It was further noted that discussions were made with the attending physician of the hospital, and lumbar puncture using a screening drug formulation is being considered to be performed in the presence of a family member at the hospital. Causal relationship of the event to the drug, pump, programmer, or procedure, was unrelated. It was further indicated that the causal relationship of the event to the catheter was unknown.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a distributor on 2022-may-16. The date of catheter implant was (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg46w3a13 serial# implanted: (B)(6) 2021. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a distributor on (B)(6) 2022. It was reported that it was reported that there had been no changes as of (B)(6) 2022. The cause of the event was considered unknown. No other device inspection was performed. The variability rate would be reconfirmed during the next refill on (B)(6) 2022. It was noted that the pump and catheter were still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a distributor. It was noted that regarding course of symptoms, treatment details etc., there was no treatment from jun 14th onwards.